Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's implantable cardioverter defibrillator and right ventricular lead exhibited continuous low amplitude r-waves and t-wave oversensing. Oversensing led to inappropriate high voltage shock. The patient presented in the operating room for device change out due to normal elective replacement indicator. During the procedure, the right ventricular lead was explanted and replaced. The procedure went well and the patient was stable.

Manufacturer narrative:
Correction in manufacturer report number 2017865-2017-05144 follow-up 1: should have been reported as: 'a partial lead was returned for analysis in two segments. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.' If follow-up, what type?: should have been reported as 'device evaluation'